Event description:
Clinical study: it was reported that 1296 days following a percutaneous coronary intervention (pci) drug eluting stenting treatment procedure, the patient returned with restenosis necessitating subsequent reintervention. The index procedure treated the 95% stenosed 2.75x14mm target lesion located in the ramus artery. Treatment consisted of pre-dilation and the placement of a 2.75x16mm taxus liberte drug eluting stent resulting in 0% stenosis. The patient was discharged the next day on aspirin and clopidogrel. About 1296 days following the index procedure, the patient presented with angina pectoris and was hospitalized. The patient underwent a pci revealing a 99% restenosis in the target lesion. Reintervention placed a non bsc stent resulting in 0% stenosis. The patient was discharged the next day with no residual effects. The investigator listed the event relation to the device as "unrelated".

Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.